Manufacturer narrative:
This event occurred in (B)(4). Unique identifier (UDI)#: (B)(4). Facility name - the full facility name was provided as (B)(6). Phone number was provided as (B)(6). Fax number was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) - tnths on an e601 analyzer. The sample initially resulted as 4.2 ng/l and this value was reported outside of the laboratory. The doctor in charge did not believe the low value since the patient was diagnosed with a strong myocardial infarction event and had ck activity of about 12000 u/l. The sample was repeated, resulting as > 10000 ng/l. The sample was then manually diluted and repeated, resulting with a value of 12760 ng/l. A new sample collected on (B)(6) 2016 was tested, resulting with a tnths value of 9173 ng/l, which confirmed the 12760 ng/l result from the original sample. It was stated that the sample was also repeated on other analyzers at the site, including a second cobas 6000 system. The low value of 4.2 ng/l could not be duplicated and a high value of around 12000 ng/l was always obtained for the sample. The patient was not adversely affected. The tnths reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The field service representative checked pipettors and liquid level detection voltages on the analyzer. He confirmed that the analyzer was performing well. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.